Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of guidewire complications was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter device. The sample was received completely disassembled. Blood residue was observed within the housing and needle safety mechanism. The safety mechanism was engaged over the needle tip. The guidewire exhibited a kink near the distal end. Microscopic inspection of the distal end of the wire revealed the weld tip to be intact. Blood residue was observed between the kinked region and the distal end of the wire. Microscopic inspection of the guidewire coupler revealed superficial scoring marks. The usage residues, guidewire kink and marks on the coupler were consistent with the guidewire being advanced against resistance during attempted use. Such resistance can occur if guidewire advancement into tissue is attempted and can result in guidewire damage and detachment from the advancer. A lot history review (lhr) of rebx0282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse placed the powerglide catheter and upon removal of the plastic casing there was no guidewire external of the safety. Completed scans were reported to show no guidewire left inside the patient. It was stated risk assessment dissembled the plastic casing and determined the wire was intact, but allegedly looped in the plastic casing and had retracted through the safety needle area. There was no reported patient harm.